Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down. A field service engineer (fse) isolated the power supply, and when the switch was flipped, the fan was heard spinning. The fse disconnected all pyxibus cables from the commsled except for the main drawers, and when the power switch was flipped, the station did not boot up. The issue was narrowed down to enhanced half-height drawer 5 of the main. While testing the drawer controller boards, it was found that the controller for drawer 5.1 had failed. The fse replaced the pyxibus module board and the drawer controller board, resolving the issue. The system functioned as intended after the field service engineer repaired the device.